Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received, a potential root cause could not be defined and no corrective actions are necessary at this time. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd safetyglide¿ needle was blocked while attempting to inject "b-12" during use. The following information was provided by the initial reporter: "patient states that he draws his b-12 with a precision glide needle. He is having difficulty administering the b-12. He states he takes the precision glide syringe off after he draws the b-12 and attaches a smaller safety glide needle." "Called consumer for additional information, stated that he administers b-12 injections for his partner, using bd syringes. He does not have a problem with the syringe, cat # 309580, lot # 9242090. The problem is with the needle that he uses to inject after he draws up the medication. He changes the needle to a 25 g, cat # 305916 but has difficulty getting the medication out of the needle."